Event description:
In a literature review, it was reported that following bilateral intraocular lens (iol) implant surgery, the patient reported blurred vision for distance and near that was caused by ametropia. For this patient, the iol was exchanged for the same model, different power lens. Following the iol exchange, the blurred vision resolved. Additional information has been requested. There are four medical device reports associated with this event. This is the first of four reports.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. De vries n, webers c, touwslager w, bauer n, brabander j, berendschot t, nuijts r (2011). Dissatisfaction after implantation of multifocal intraocular lenses. J cataract refract surg 2011; 37:859-865. (B)(4).